Event description:
Per the clinic, the patient experienced healing issues and developed a drug-resistant bacterial infection at the implant site. Subsequently, the patient was hospitalized for the administration of IV antibiotics (specific date and duration not reported). The patient also underwent a revision surgery (date not reported) for wound washout. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.